Manufacturer narrative:
Additional information: a longitudinal balloon bust occurred. The exact atm pressure that the balloon burst occurred is unknown. No intervention was required for device components removal. No vessel damage was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the device returned with a detachment of the inner lumen and inner distal tip material. Negative prep detected the presence of a leak on the device. Upon pressurisation of the device, the balloon inflated however a leak was observed from the distal tip, and the pressure could not be maintained. The inner lumen was bunched, stretched and deformed proximal to the detachment site. It was possible to load a 0.018inch guidewire through the inner lumen despite the detachment site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a non-medtronic 0.018" guidewire was used during the procedure. The same guidewire was used for different device throughout the procedure and was cleaned prior to use. It is unknown if the guidewire was backloaded through the tip of the device. There was no guidewire or stylette issues noted during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number updated. Original lot number reported incorrect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use an in.pact pacific balloon. The lesion site, degree of tortuosity, calcification and % lesion stenosis are unknown. There were no abnormalities reported in relation to anatomy. No embolic protection used. The balloon was inflated using an inflation device of unknown make and model. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no issues identified. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. No excessive force was used. It is reported that the balloon burst occured at very low dilation pressure during balloon inflation. The number of inflations applied to the device prior to the issue occurring is unknown. All fragments of the balloon were retrieved. The balloon was retrieved easily and the physician used another model to complete the procedure. There were no patient symptoms or complications associated with this event.